Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (B)(4): medtronic received information regarding a navigation system. It was reported during a procedure that the system displayed "error code 64". The system was immediately rebooted and continued to operate without issue for the remainder of the procedure. This issue did occur during a spinal fusion procedure. There was no delay to the procedure. No impact on patient outcome.